Event description:
It was reported that a patient with diabetes experienced infection with an inflatable penile prosthesis (ipp). An explant procedure was performed one month after implant in which all components were removed. The cause of the infection could not be explained at the facility and there were no device malfunctions associated to the explanted ipp. After two months of treatment the patient underwent a reimplant procedure. The operation was successful as the patient was stable and the new device worked well.

Manufacturer narrative:
Investigation summary: based on the information available and the product analysis results, the reported allegation of infection could not be confirmed. The reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the cylinders, pump and reservoir were visually inspected and leak tested. There were no leaks identified in the components. Functional testing revealed all the components of the ipp performed within specification. Product analysis was unable to confirm the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists infection as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with diabetes experienced infection with an inflatable penile prosthesis (ipp). An explant procedure was performed one month after implant in which all components were removed. The cause of the infection could not be explained at the facility and there were no device malfunctions associated to the explanted ipp. After two months of treatment the patient underwent a reimplant procedure. The operation was successful as the patient was stable and the new device worked well.